Event description:
Caller reports that a hemosense device read 2.0-2.4 inr while the coaguchek device read 2.8-3.2 inr. No adverse event reported. No action taken based on device results. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Suspect device is believed to be strip lot used with device. Strip lot was not provided by caller.